Manufacturer narrative:
(B) (4). (B) (4). Angina, ischemia, myocardial infarction, and thrombosis are known adverse events as listed in the xience v IFU. Additionally, angina, EKG changes, enzyme elevation, ischemia, myocardial infarction, and thrombosis are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Device issue: none. Adverse event: mi, stent thrombosis/restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trail that on (B) (6) 2008, the patient underwent stenting in the predilated proximal circumflex artery with two xience v stents, the predilated distal circumflex artery with one xience v stent, and the predilated distal left anterior descending artery with one xience v stent. On (B) (6) 2008, the patient underwent stenting in the predilated mid right coronary artery (rca) with one xience v stent. On (B) (6) 2008, the patient experienced chest pain and was admitted to the hospital on (B) (6) 2008. The patient had an electrocardiogram on (B) (6) 2008, that showed st elevation. The patient also had enzyme elevation and underwent percutaneous coronary intervention to revascularize the mid rca lesion. The patient's symptoms resolved on (B) (6) 2008, and the patient was discharged. Abbott vascular medical safety monitors assessed this event as an acute inferior q-wave myocardial infarction caused by the definite late stent thrombosis in the mid rca. There was no adverse patient sequela. Though requested, no additional information was provided.